Event description:
It was reported that the monopolar curved scissors instrument did not work. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the instrument moved intuitively with full range of motion, however, the blade edges are slightly rounded at the tips which can negatively affect cutting performance by pinching material during use. Engineering also observed that one side of the main tube has a 1 inch section with material removed directly above the tube extension. Also, there is a 2.5 inch long section with light scraping 3 inches above the tube extension. Based on the location and appearance, the damage may have been caused by a cannula accessory. The site has previously returned defective cannula accessories which were reported via MDR MFR report #2955842-2007-00381 and 2955842-2007-00382. The instrument may have been used with these cannula during a surgical procedure. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received.